Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one dilator with a damaged tip and a photograph of four dilators. Microscopic examination of the returned sample revealed that the tip was significantly flared to one side and the edge had an uneven surface. The material had been pushed back and the edge was white indicating that it had been exposed to stress. The remainder of the dilator met specifications and no blockages were found. A review of manufacturing records did not yield any relevant findings. The provided instructions state to perform a skin nick prior to insertion, which the customer reported doing. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in emergency during a routine right ij central venous catheter insertion, the clinician was unable to advance the dilator causing damage to the tip. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). This was the second consecutive occurrence of the same product issue. The clinician used the dilator from a second kit with the same lot number and experienced the same product issue. The initial event was reported on MDR# 3006425876-2015-00162. This report is for the second event. Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.